Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, loss of mobility and inflammation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicate that the revision performed on (B)(6) 2012 was due to pain with possible hip impingement and some anterior overhanging of the acetabular cup. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02823 & 04508).

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, loss of mobility and inflammation. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.